Event description:
It was reported that a patient underwent a pelvic floor repair procedure in (B)(6) 2008 and mesh was implanted. The patient experienced vaginal mesh erosion and myofascial pain. The patient underwent mesh excision in (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of facility report # (B)(4).

Manufacturer narrative:
During the initial procedure, the patient underwent rectocele repair with bilateral extraperitoneal sacrospinous ligament suspension and sphincteroplasty without any overlap. It was reported that the patient has tried neurontin 100 mg three times daily and it was discontinued because it did not relieve pain.

Manufacturer narrative:
The initial procedure was on (B)(6) 2008. The patient had recurrent urinary tract infections following the procedure. The patient was prescribed prophylactic antibiotics for a while with no frequent urinary tract infections after that. The onset of pain was in (B)(6) 2010. The reoperation occurred on (B)(6) 2014. During reoperation, there was a 2 x 2 centimeter area just to the left of the midline on the posterior vaginal wall about 1 to 2 centimeters in from the introitus of eroded vaginal mesh. The mesh was excised intact with the exception a very small piece was left at both sacrospinous ligaments. The surgeon entered into the peritoneal cavity near the vaginal cuff, which was repaired. Following the reoperation, the patient experienced post-op bleeding for several weeks, constipation, and pelvic pain. She had some relief from physical therapy. (B)(4).